Manufacturer narrative:
(B)(4). Info not available, device not returned for analysis.

Event description:
It was reported that during an unk procedure, the device only stapled on one side. It misfired on the pt side. A new device was used to complete the procedure. No pt consequence reported.